Manufacturer narrative:
THE DEVICE WILL NOT BE RETURNED FOR EVALUATION, THE DEVICE WAS REPORTEDLY DISCARDED. INVESTIGATION IS NOT YET COMPLETE. A FOLLOW-UP REPORT WILL BE SUBMITTED WITH ALL ADDITIONAL RELEVANT INFORMATION.

Event description:
IT WAS REPORTED THAT ON (B)(6) 2026, A PATIENT PRESENTED WITH GRADE 4 FUNCTIONAL MITRAL REGURGITATION (MR) AND WITH INTRA-AORTIC BALLOON PUMP (IABP) FOR A MITRACLIP PROCEDURE. DURING THE PROCEDURE, MITRACLIP WAS IMPLANTED ON THE CENTRAL SIDE ANTERIOR AND POSTERIOR LEAFLET 2 (A2/P2). CLIP DELIVERY SYSTEM (CDS) AND STEERABLE GUIDE CATHETER (SGC) FROM THE LEFT ATRIUM AND IT WAS OBSERVED THAT SHUNT OCCURRED. IT WAS DECIDED TO CLOSE IATROGENIC ATRIAL SEPTAL DEFECT (IASD) USING AMPLATZER DEVICE. THE FINAL MR WAS GRADE 1+. THERE WERE NO ADVERSE PATIENT EFFECTS OR CLINICALLY SIGNIFICANT DELAYS REPORTED.

Event description:
It was reported that on (b)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (MR) and with intra-aortic balloon pump (IABP) for a Mitraclip procedure. During the procedure, mitraclip was implanted on the central side anterior and posterior leaflet 2 (A2/P2). Clip delivery system (CDS) and steerable guide catheter (SGC) from the left atrium and it was observed that shunt occurred. It was decided to close Iatrogenic atrial septal defect (IASD) using Amplatzer device. The final MR was grade 1+. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported perforation was unable to be determined. The reported patient effect of perforation, as listed in the MitraClip System Instructions for Use, is a known possible complication associated with MitraClip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.